Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa7268r04 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2019-00179 for the second report. It was reported that when the button is closed, it cuts the string of the suture that should be used to make the knot. This problem has been found in two separate kits. The knot could not be done, so the surgeon could not confirm that the button would stay in place. Per additional information received 10 sep 2019, it was confirmed that the reporter was referring to the suture locks which are supposed to hold the anchors in place. The patient involved was a white child, there was no further information available regarding the patient. No additional medical information was required, as additional components were used from a separate kit. The patient returned home normally after the procedure.